Event description:
It was reported that a patient presented with low r wave sensing and noise on the right ventricular lead. The physician suspected lead fracture. The lead was explanted on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that the lead noise was over-sensed. No adverse patient consequences were reported.